Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed that there were no anomalies found. Blood/body fluid was present on all conductors (not obstructed). (B)(4) full lead.

Event description:
It was reported that the lead was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.